Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent an initial left knee arthroplasty on (B)(6) 2011. Patient reports allegations of popping, cracking noises and pain; however, no revision has taken place.